Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer (fse) found that the station was not communicating. Information technology reported that they had received an internet protocol address when connecting to the port, but the station showed as not connected. The fse tested the network cable, communication sled, and all in one, but the station was still not communicating. The station was then moved to a known working port, and it connected successfully. The system functioned as intended after the field service engineer troubleshot the issue.